Manufacturer narrative:
Concomitant medical products: product ID: neu_adaptor_acc, product type: accessory. Product ID: neu_ adaptor_acc, product type: accessory. (B)(4).

Event description:
A manufacturing representative reported that during an operation to replace an implantable neurostimulator (ins), high impedances were measured to be greater than 40,000 ohms. The ins was being replaced due to normal battery depletion. The health care provider (hcp) was going to try replacing the adaptor. After the adaptor was replaced, the lower port of the ins was tested. Impedances for the extension and lead and the adaptor, extension, and lead were tested and impedances were found to be normal. Impedances were checked again after the system was connected and normal impedances were measured. The surgeon closed and the patient was in recovery. The manufacturing representative later reported the high impedances had resolved after the hcp chose the correct contacts to test.

Event description:
Additional information was received reported that the adaptor lead switch from superior to inferior slot had still shown high impedance. Alligator clips were used to test impedance and impedance was normal. Lead was plugged back into the inferior slot with normal impedance.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that impedance readings were extremely high on the right side. The surgeon put the adapter lead into the superior slot of the rechargeable generator with the accessory plug in the inferior slot of the generator. After tightening down the set screws with the torque screwdriver and after making some adjustments in the programming box, the impedance readings were within normal limits. Diagnostic methods included surgical observation.